Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product ( tension free vaginal tape- obturator)involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: european journal of obstetrics & gynecology and reproductive biology. 2013; 170: 563¿566. Doi: http://dx.doi.org/10.1016/j.ejogrb.2013.07.041. (B)(4).

Event description:
It was reported via journal article: title: "tension-free vaginal tape obturator versus ajust adjustable single incision sling procedure in women with urodynamic stress urinary incontinence," author: c. Grigoriadis , p. Bakas, a. Derpapas, m. Creatsa, a. Liapis. Citation: european journal of obstetrics & gynecology and reproductive biology. 2013; 170: 563¿566. Doi: http://dx.doi.org/10.1016/j.ejogrb.2013.07.041. The objectives of the study was to assess the efficacy and complications of inside-out transobturator tension-free vaginal tape (tvt-o) in comparison with a single incision sling procedure (ajust) for the treatment of urodynamic stress urinary incontinence. This prospective closely matched controlled study included 171 patients, of which, 86 women (age range: 49 to 82 years old; bmi: 28.3 ± 5.4) underwent the tvt-o procedure (tvt-o group; tvt-o [ethicon]), while in other 85 cases (age range: 47 to 81 years old; bmi: 27.8 ± 6.3) underwent the ajust procedure (ajust sling group). In the tvt-o group reported post-operative complications included mixed incontinence (n-2), failure of subjective cure (n-11), post-operative pain (n-5) which were treated with analgesics, post-operative incomplete bladder emptying (n-5) in which the catheter remained for 10 days in 2 patients and down-pressure on the urethra using hegar¿s dilator in 3 patients, and early post-operative frequency and urgency (n-10). It was reported that the tvt-o method reduced the risk of complications such as bladder injury, being at least as efficacious as the classic tvt, which has been established as the gold standard for the management of female stress urinary incontinence. The ajust sling procedure has success rates comparable to the tvt-o method in the short term and both methods seem to be safe and effective for the treatment of urodynamic stress urinary incontinence.